Event description:
It was reported the patient's pump was removed due to infection. No patient symptoms, treatments, or outcome were reported. The date of explant was unknown. Additional information has been requested but was not available on the date of this report.